Event description:
It was reported that during routine follow-up this pacemaker displayed a code 1003, indicating the voltage was too low for the projected remaining capacity. The device was immediately replaced on (B)(6) 2026, without any reported complications. The device was reported to be disposed of and thus not available for return.